Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that there was difficulty deflating the device and also that there was difficulty withdrawing the device. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The patient had serious stenosis in the superficial femoral artery. The target lesion was the sfa. There were stents present within the treatment site or tracking path. The lesion was 15cm in length. A terumo 0.018 guidewire and a terumo introducer sheath were used. A contralateral approach was made. The guidewire was advanced to the lesion with difficulty and the device was then advanced with no difficulty. The device was inflated. Reportedly there was difficulty deflating the device. It is unknown how the device was deflated. The inflation device used was used successfully with other devices. The device was not easily removed however the device was removed in one piece from the patient. The device was inserted into the patient once and inflated once. There were no kinks noted on the device during or after use. There was force required when using the device. The patient did not experience any complications as a result of the failure with the device. Another device was used to complete the procedure successfully. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. No external or internal packing was returned. The hub was printed as expected and no visual defects were observed. No defects were noted on the outer, however there was some crystallisation noted in the outer past the proximal bond. No defects were noted on the inner. It was noted there was some crystallisation in the balloon. No defects were noted on the balloon. A 0.018 guidewire was inserted through the distal tip and the device was fully inflated on the second attempt to 6atm and deflated without any issues. The evaluation of the device is unconfirmed for the reported failure mode of 'difficulty deflating the device'. The device preformed as intended during the functional evaluation. Based upon the available information a definitive root cause has not been determined. It is unknown if patient factors i.e. Serious stenosis, procedural or handling techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: device description the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. ¿ the hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. Indication for use: the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Directions for use. Inspection and preparation note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. ¿ apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations.

Event description:
It was reported that there was difficulty deflating the device and also that there was difficulty withdrawing the device. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The patient had serious stenosis in the superficial femoral artery. The target lesion was the sfa. There were stents present within the treatment site or tracking path. The lesion was 15cm in length. A terumo 0.018 guidewire and a terumo introducer sheath were used. A contralateral approach was made. The guidewire was advanced to the lesion with difficulty and the device was then advanced with no difficulty. The device was inflated. Reportedly there was difficulty deflating the device. It is unknown how the device was deflated. The inflation device used was used successfully with other devices. The device was not easily removed however the device was removed in one piece from the patient. The device was inserted into the patient once and inflated once. There were no kinks noted on the device during or after use. There was force required when using the device. The patient did not experience any complications as a result of the failure with the device. Another device was used to complete the procedure successfully. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device is not expected to be returned. The investigation is currently in progress. Not returned.

Event description:
It was reported that there was difficulty deflating the device and also that there was difficulty withdrawing the device. There was no patient injury reported.